Event description:
The customer reported experiencing high blood glucose values after noticing her infusion set's cannula was bent. It was advised to change the entire set, reservoir and insulin and to treat as directed by the customer's health care professional; also, to monitor the situation. Customer declined high pressure/no delivery troubleshooting during the call with the helpline, stated that it wasn't necessary since the high blood glucose was caused by the bent cannula in the original infusion set. The customer's reported blood glucose value was 498 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.